Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon burst occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.0 x 60, 75cm mustang balloon catheter was advanced for arteriovenous fistulaplasty procedure. However, the balloon burst at the rated burst pressure after 1 minute during the first inflation. The device was removed successfully from the patient, and the procedure was completed with a new balloon. There were no patient complications as a result of this event.